Event description:
It was reported the parkinson¿s disease patients ¿stimulation effects wore off.¿ impedance testing found that ¿the electrodes other than electrode number three had resistance values from 4000 ohms to 6000 ohms¿ and that all lead impedance values were measured to be ¿10000 ohms or greater.¿ it was further reported the patient¿s extension and implantable neurostimulator (ins) ¿could be the cause of the abnormal resistance values¿ and that the extensions were implanted 15 years ago and ¿might have deteriorated.¿ the patient¿s left and right systems were replaced as a result of the event. The ¿lead impedances could not be measured accurately and was over 10000 ohms for all of the electrodes.¿ it was noted the patient¿s ¿leads could not be explanted due to adhesions to the sites.¿ impedance testing performed following the replacement of the patient¿s systems found all impedance values to be ¿normal.¿ additional information reported four days after initial report indicated the previously measured impedances were actually ¿within the normal range, although high impedance was shown.¿ it was stated the unipolar impedances were ¿1500-2000 ohms¿ and the bipolar impedances were ¿1500-4000 ohms.¿ the replacement operation was stated to have occurred because ¿the right side exhibited abnormal values.¿ (please n ote the device information contained in this report pertains to the patient's right ins system.) A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 1999, explanted: (B)(6) 2015, product type: extension. (B)(4). Device evaluation: analysis of both the implantable neurostimulator (ins) and extension found no malfunction. ¿normal impedances were measured on all circuits and electrode pair combinations¿ when tested with a known good lead.